Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/29/2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked and the battery cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1; date of submission: 12/05/2016. The device has been returned and evaluated by product analysis on 11/09/2016 with the following findings. During investigation, a visual inspection of the pump revealed a crack in the battery compartment. The battery cap contact height measurement was found to be out of specification. The contact width measurement was within specification. The top of the battery cap was observed to be stripped.